Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The healthwhite is a power toothbrush system. The device serial numbers or manufacturing number were not provided. The complaint was received from a consumer in the (B)(6).

Event description:
The consumer alleged that the metal shaft from their healthywhite power toothbrush fell off during use and broke their tooth molar.